Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "erratic sensing" was noted on the monitor and electrocardiogram (ECG).  Multiple spikes per qrs were noted.  T he implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.